Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level of 700 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.